Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to acetabular disassociation from the acetabulum, dislocation, pseudotumor, metallosis and corrosion. The modular head and acetabular cup were removed and replaced and a competitor cage was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-01948 / 01950).